Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert triggered on the right ventricular (rv) lead due to sic (sensing integrity counter) and high rate non-sustained episodes. Additionally, it was noted that the implantable cardioverter defibrillator (ICD) had history of an alert triggered for at/af with rvr. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought into the cath lab and fluoro revealed the right ventricular (rv) lead had multiple twists and loops likely due to twiddler¿s syndrome. Opening the pocket revealed knots within the rv lead consistent with device manipulation. This is thought to be the cause of low impedance and intermittent oversensing seen in the clinic. The rv lead was cut, capped and replace with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead experienced low rvbipolar and rvtip-to-rvcoil impedance alerts as well as a lead integrity alert for lead nonphysiologic noise oversensing and impedance variation. The clinic plans to maintain communication with the patient and bring patient in when the patient is available to consult with cardiologist on next steps. The rv lead remains in use.